Event description:
Following a closure of an aneurysm in the leg with a covered stent, an attempt was made to close the access in the left groin. Star close was attempted by dr. Without success. Pressure held until hemostasis obtained.